Event description:
The customer reported that this lead was surgically abandoned (capped) due to a fracture. No adverse pt effects were reported. A new lead has been successfully implanted. The lead was actively implanted for approximately 9 years, 3 months.

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore, it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. No adverse pt effects were reported and a new lead has been successfully implanted. The event will be re-evaluated if additional info becomes available. No allegation our lead failed to meet its performance specifications or caused or contributed to the reported event. Lead fracture is a recognized clinical event reference in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.